Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 486 mg/dl at the time of incident. Customer treated hyperglycemia with manual shot. Customer also stated that the insulin pump had insulin flow blocked alarm. Customer was unable to trouble shoot. The insulin pump will not be returned for analysis.